Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module backup battery not properly charging was confirmed via the battery¿s available history. The backup battery (serial number (B)(6)) was not returned for analysis, and available information indicates that the battery was disposed. The battery was also observed to have expired on 31may2024 which is several days before the event date of 03jun2024. The root cause of the reported event was determined to have been the use of an expired backup battery, as using an expired backup battery would cause the atypical alarm to occur and would prevent the battery from charging properly. The receiving inspection records for the power module backup battery, serial number (B)(6), were reviewed. The battery passed all initial testing per the greatbatch manufacturing datasheet. The heartmate power module IFU (sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿) instructs users on how to handle all alarm conditions that occur on the power module, including battery- or charging-related alarms. The heartmate 3 patient handbook (rev. G, section 6 ¿equipment maintenance¿) instructs users to appropriately dispose of all expired equipment according to applicable local, state, and federal regulations. If you are unsure how to dispose of something, call your hospital contact. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module backup battery did not charge anymore. The backup battery was replaced.